Event description:
Consumer reported complaint for high blood glucose test results and control results out of control range. Per the customer the results using the true metrix air meter were different than results obtained using 2 other devices; meter-to-meter comparison results were not provided. Complaint was initially reported via e-mail and customer was contacted by telephone. The customer reported concern with test results from blood glucose test results obtained of 125, 122 and 113 mg/dl and control test results of 65 and 59 mg/dl. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/21/2027 and per the customer the open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 65 mg/dl, date: (B)(6), time: 4:54p control test, result 2: 59 mg/dl, date: (B)(6), time: 11:25a control test , result 3: 125 mg/dl, date: (B)(6), time: 11:04a fasting , result 4: 122 mg/dl, date: (B)(6), time: 9:20a fasting , result 5: 113 mg/dl, date: (B)(6), time: 7:26p fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were returned for evaluation. Product testing was performed and defect found on returned test strips: control results out of range. No defect found on returned meter and control solution. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 12-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.